Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a discolored and internally burned power plug. This was observed during inspection of the plug end. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this event. The plug was the original fresenius part. The biomed reported that there was no burning smell, smoke, spark or flame observed. There was no damage observed on any other components. The machine has approximately 4000-6000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the power cord and plug assembly, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. There was no on-site evaluation of the unit performed by a fresenius regional equipment specialist (res). The user facility biomedical technician (biomed) replaced the power cord and plug assembly, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.